Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline failed to open. After the stent was hydrated normally, it was sent to the mi through the catheter phenom27. The stent could not be opened after the catheter was withdrawn. After it was withdrawn and deployed again, it still could not be opened. It was withdrawn to the internal carotid artery to increase the top stent, but the stent still could not be opened, so a stent was replaced and the surgery was successfully completed. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccualr aneurysm in the right opthalmic segment. The max diameter was 7mm and the neck diameter was 5mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Angiographic result post procedure showed vascular patency. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis #706996871:equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. The phenom 27 catheter was not returned with the pipeline flex device. Damaged location details: the tip coil was found without damage. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, and the braid¿s middle part was fully opened. No defect was found on the pushwire. No other anomalies were found. Testing/analysis: n/a conclusion: the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends were opened and frayed. Additionally, the braid¿s middle part is fully opened with no damage. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, and the pipeline flex braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting the delivery wire against resistance or deploying/re-sheathing the delivery wire against resistance. However, the cause of the damaged braid could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open. There were additional steps taken to open the pipeline including retrieving and deploying again but it still could not be opened. The device was then withdrawn to the thicker internal carotid artery. The system increased but the stent tip still could not be opened.